Manufacturer narrative:
Film evaluation summary: the exact cause of migration leading to proximal type I endoleak could not be conclusively determined from the 6+ yr post-implant 3d recon report and cta's provided. The pre-implant anatomy information, films at implant, earlier post-implant films, and films during the secondary intervention were not provided. The stent graft location at implant was unknown; the reported migration cannot be confirmed. The cta's provided showed that the bifurcate was currently positioned with the top of graft fabric about 1.5 cm below the left renal artery. There was currently marginal proximal seal with minimal stent graft apposition to the aortic wall. The proximal bifurcate od measured ~ 35 mm and the aorta diameter at the same level measured ~ 45 mm. It is possible that the aortic neck may have dilated since implant due to disease progression, which may have contributed to the events.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that the talent device had migrated slightly below the accessory renal and a type ia endoleak was identified. Currently the aneurysm is 8.2 cm in diameter. The patient was treated. The physician elected to implant a 36 mm endurant aortic cuff and four aptus endoanchors and the type ia endoleak was resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.